Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead needed a reposition due to a dislodgement that was proven by chest x-ray. Also poor surface morphology with atrial pacing in unipolar and bipolar was observed, sensing issues, low out of range pacing impedance and loss of capture after the initial surgical intervention were noted. No additional adverse patient effects were reported.